Manufacturer narrative:
Patient demographics have been requested. No demographics information has been provided by the site. Part return has been requested. The device was discarded by the site, so part return is expected. A replacement part was provided.

Event description:
A medtronic representative reported that at the end of a spinal fusion procedure, the tightening bolt of the double spinous process clamp broke. This was discovered while the clamp was being removed from the patient. All pieces of the device were retained, and the procedure was completed successfully without a delay. The patient was not impacted. No additional details were provided.